Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug-eluting stent to treat a mildly tortuous, mildly calcified lesion in the obtuse marginal (om). The device was inspected with no issue noted. Negative prep was performed with no issues noted. Resistance was encountered when advancing the device. Excessive force was not used during the delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion. It was detailed that there was difficulty delivering the stent to the om branch. When attempting to remove the stent to better prepare the lesion, the stent dislodged from the balloon into the proximal left circumflex (lcx). It was noted that not much force was used to remove the stent when it dislodged. The stent was not removed from the patient. The patient is alive with no injury.

Manufacturer narrative:
Additional information: the patient came in for a staged procedure of the left anterior descending artery (lad) and to reassess the obtuse marginal (om) which was felt to be borderline significant. The om lesion had 70% stenosis. There were no issues with the pre-dilation 2.0 x 12 mm balloon. The stent was halfway in the left circumflex (lcx) and om, but it was not possible to push any further or remove easily. An attempt was made to go back with the stent balloon, but it was unable to pass the stent. Only a 1.5 balloon was able to go through the stent, and the stent was deployed in the om, hanging back into the lcx, and the lcx bifurcation was stented. The patient is alive with no further injury. Patient medical history. Product analysis: the device was returned for analysis. The stent was not present on the balloon and did not return for analysis. Kinks were evident all along the hypo-tube and on the transition shaft. A kink was evident on the inner member. The balloon folds were partially expanded. Crimp impressions were visible on the exposed balloon surface. No deformation evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was prepped prior to stent insertion with a regular 2.0 x 12 mm balloon which expanded properly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.